Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). When asking the patient about her fluid output, they indicated that they were voiding 6oz urination but felt like that they were "swelling up". Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for non-obstructive urinary retention. Additional information received as healthcare professional reported that "swelling up" felt like sensation of incomplete emptying.